Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that a small or fire occurred. There was no patient injury. The source and location of the fire are unknown.

Manufacturer narrative:
Evaluation summary two devices were received for evaluation. No electrodes were received with either device. These devices have been used in the treatment or diagnosis of a patient. The returned products met specification as received. Visual inspection of the devices showed no defects. Since no electrodes were received from the customer, an electrode was attached to each of the returned pencils and activated at 60w. No flame or abnormal effects was noted. No defects were detected with the devices. The investigation found the devices to function normally. The instructions for use (IFU) warns that the sparking and heating associated with electrosugery can provide an ignition source. Observe fire precautions at all times. When using electrosurgery in the same room with gases or flammable substances, prevent pooling of fluids and the accumulation of gases under surgical drapes or near the surgical site. Tissue buildup (eschar) on the tip of an active electrode poses a fire hazard, especially in oxygen-enriched environments, such as in throat or mouth procedures. Eschar plus high oxygen may create embers. Keep the electrode clean and free of all debris. If information is provided in the future, a supplemental report will be issued.